Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported customer experiencing high blood glucose with blood glucose level of 23 mmol/l. Customer current blood glucose was 10 mmol/l. Customer was using insulin pump system within 48 hours of event. Customer continued to troubleshooting. Customer report no symptoms related to high blood glucose. Customer received motor error alarm because of high blood glucose. The insulin pump will not be returned for analysis.